Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - following a successful total shoulder anthroplasty the patient suffered a rotator cuff insufficiency and subsequent anthropathy; requiring the conversion to a reverse total shoulder.